Manufacturer narrative:
Approximate age of device - 2 years, 9 months and 28 days. The pump remains in use supporting the patient; however, percutaneous lead (driveline) replacement was performed on (B)(6) 2018 and was reported under MFR # 2018-02406-2916596. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that a pump exchange occurred on (B)(6) 2018 due to an issue associated with the percutaneous lead (driveline) on (B)(6) 2018. The patient had a prior history driveline faults and short to shield issues. Pump stoppages had previously occurred, and a percutaneous lead (driveline) replacement was performed on (B)(6) 2018. The manufacturer¿s technical service representative reviewed the submitted log file and observed multiple low flow alarms on (B)(6) 2018. There did not appear to be any type of mcs equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. Additional information was requested, but has not been provided.

Event description:
Corrected description: on 30jul2018, the customer reported multiple low flow alarms. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log file and observed intermittent low flow events beginning on 22jul2018. There did not appear to be any type of mcs equipment issues causing the low flow events. The patient had prior history of a driveline faults/short to shield issue. A pump exchange was performed on (B)(6) 2018 due to the existing driveline issue.

Manufacturer narrative:
Corrected description. The referenced known short to shield issue and pump exchange were reported under medwatch MFR report # 2916596-2018-02406. Device evaluation: the evaluation of the submitted system controller log file confirmed the report of low flow hazard alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted system controller log files captured 11 transient low flow hazard events between 22jul2018 02:18:37 am and 31jul2018 04:31:42 pm, associated with the estimated flow being captured below the low flow threshold of 2.5 lpm. Estimated flow reached values as low as 2.0 lpm. Despite the observed alarms, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the submitted data. The patient underwent a pump exchange and the pump was returned and fully evaluated under medwatch MFR report # 2916596-2018-02406. The evaluation of (B)(4) did not reveal any issues that would have contributed to the low flow alarms observed in the submitted log files. The heartmate ii lvas instructions for use (IFU) explains that pump flow is estimated based on pump power. This IFU also outlines the pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. In addition, this document explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. This IFU and the heartmate ii lvas patient handbook outline all system controller alarms, including the low flow hazard, and provide information regarding how to respond to and troubleshoot the alarms. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.